Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 287 mg/dl with a large level of ketones. Insulin injections were used to address the bg level. Tandem customer technical support (cts) performed a system check and the pump was found to be functioning as expected. There was no damage noted to the cannula. Cts advised the customer to change the infusion set site. A tandem clinical diabetes specialist was to send the customer a different type of infusion set to try out.